Manufacturer narrative:
(B)(4). The device alarmed remote frequency pic failed self test during self test due to faulty y connector on remote frequency board. The device was received with normal operating currents. No unexpected low battery alarm noted. The device alarmed unexpected restart after battery change due to broken solder joint of connector on interface board. All memory was erased and history anomaly due to unexpected restart alarm. The device was unable to download to the (B)(4) software due to remote frequency pic failed self test during self test alarms in alarm history screen. Remote frequency pic failed self test alarmed during self test alarms due to corrupted history file. The device was received with cracked display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed remote frequency pic failed self test. Customer's blood glucose was 185 mg/dl. Alarm and possible causes were explained to customer. Customer stated alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove the reservoir from the device. Customer was advised to rewind process again. Customer will program time and date. Device continues to revert to alarm. No further information reported.